Event description:
It was reported that the customer passed away. The caller was unsure about the date of death. The caller stated that the death was not insulin pump related. The cause of death is unknown. The customer's blood glucose at the time of death was unknown. It is unknown if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. At this time, no further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's date of death was (B)(6) 2014 and the cause of death was renal failure and insulin dependant diabetes. The customer was take off of the insulin pump on the day that he was taken to the hospital, the last time, on wednesday, (B)(6) 2014. The caller stated that they would like to keep the insulin pump and will not retune it for analysis.

Manufacturer narrative:
This information is provided in response to your request dated (B)(6) 2015 for additional information. Our original medwatch report was submitted missing section b5. The information has been provided in this report.